Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced. The delivery system was bent at the end of the handle, but the plunger was not broken. The emergency release on the delivery system was not implemented. The capsule electrodes were visually acceptable. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the plunger rotated more than 1/8 of a turn which is indicative of mishandling. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
The capsule was placed onto the patient's esophagus. After placing the capsule, the physician felt some resistance and tried to break the handle to release the capsule. When they removed the delivery system from the patient, the capsule was still attached to the device. When the doctor broke the handle, the plunger tip was not at the normal break point. No known adverse events were reported.